Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown, seroma-late, wrinkling, and radial folds. Device has been explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late, wrinkling, crease/folding of implant.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown, seroma-late, wrinkling, and radial folds. Device has been explanted.

Event description:
Physician reported right side implant shows contour undulations with radial folds and thickening of the fibrous capsule up to 2.5 mm, with fluid adjacent to the implant. The right side with contracture data. A patient with breast pain, asymmetry and hardening undergoes us and reports a capsular contracture. Device explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the manufacturing process. Visibility/palpability: unable to observe as it is not related to the manufacturing process. Seroma-late: unable to observe as it is not related to the manufacturing process. Pain: unable to observe as it is not related to the manufacturing process. Device wrinkling: unable to observe as it is not related to the manufacturing process. Crease/folding of implant: observed creases on the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.